Manufacturer narrative:
(B)(4). This report of a connection issue was not confirmed in the lab due to a lack of sample. The root cause of the separation is determined to be the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient reported that their solution bag fell and became disconnected during therapy the night before causing them to end therapy early. The caregiver was contacted on (B)(6) 2010. The caregiver stated that when the bag fell to the ground it became separated from the line. The caregiver stated they did not remember any information related to the products and they did not have any samples available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.